Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: outer insulation separation. Proximal segment returned and analyzed.

Event description:
The lead was returned to the manufacturer, analyzed, and subsequently tested out of specification. Review of manufacturer's database revealed the patient had died. The cause of death has been requested and not received. There is no allegation from a heath care professional that the death was device related.